Event description:
It was reported the implantable neurostimulator was not working as well for the patient. The patient was experiencing more discomfort with the current device compared to the last. The patient thought the discomfort was from the healing from the procedure, but it did not cease. The patient thought the leads had moved due to weight loss. After the surgery, the ins was 'stuck' at 50%, and the charge stayed there for 5 days. The ins depleted, and the patient was in pain for 14 hours. The patient's body temperature was 'so high she could not charge due to pain.' The patient was vomiting and experiencing tremors at the time. The patient was able to charge when she cooled down. A couple weeks later the 'charge got stuck at 50% again.' It was stated recent to the time of report the 'charge had been stuck at 75% for 5 days' but the patient was then able to recharge once the 'battery dropped.' Additional information received reported the patient had not had x-rays done. Stimulation was reported to have been not as good since her weight loss of over 100 lbs this year. The device was reprogrammed the week prior to (B)(6) 2012. The stimulation was not covering the inner thigh as much as the patient needed. No impedance check was done performed at the time. There were no accidents or injuries related to the issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy and was working with her doctor or manufacturer representative. The patient has an appointment scheduled for (B)(6) 2012. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; (B)(4).